Event description:
6/18/2019: modified event description: device report from synthes reports an event in canada as follows it was reported on an unknown date, customer care received a return request from the customer for a damaged handle for screwdriver. The cruciform at the distal tip of the handle for screwdriver does not hold the unknown screw correctly so the handle of the screwdriver stripped the unknown screw head. Procedure was successfully completed with no surgical delay reported. Patient outcome was unknown. This complaint involves two (2) devices. This report is for a screwdriver handle. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description provided for reporting. Reporters state: (B)(6). Device history lot: part: 03.505.004, lot: 8062713, manufacturing site: oberdorf, supplier: (B)(4), release to warehouse date: 27. November 2006, due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction damage for unknown issue. Per franchise complaint product investigation procedure (B)(4) is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. Investigation summary background: updated event description: it was reported on an unknown date; customer care received a return request from the customer for a damaged handle for screwdriver. The cruciform at the distal tip of the handle for screwdriver does not hold the unknown screw correctly so the handle of the screwdriver stripped the unknown screw head. Procedure was successfully completed with no surgical delay reported. Patient outcome was unknown. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity 1) this complaint involves one (1) device. Investigation flow: visual / damaged. Visual inspection: the handle for the 90-degree screwdriver was received at cq. Upon visual inspection, it was identified that the distal tip and threads of the screw driver were stripped. Thus, the complaint is confirmed. The surface of the remaining portions of the device show minimal surface wear. The received condition of the device agrees with the complaint condition. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. Document / specification review: the following relevant drawings were reviewed during the investigation: handle for 90 degree screwdriver: sm_118914 rev. G. DHR review: due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction damage for unknown issue. Per franchise complaint product investigation procedure (B)(4) is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. Investigation conclusion: visual inspection of the device received, DHR review and document specification review were performed at cq. While a definitive root cause for the reported condition could not be determined, it is possible that the repeated use and service consistently might have contributed to the complaint condition. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Updated initial reporter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: dzi, dzj. A product investigation was completed: the handle for the 90-degree screwdriver was received. Upon visual inspection, it was identified that the distal tip and threads of the screw driver were stripped. Thus, the complaint is confirmed. The surface of the remaining portions of the device show minimal surface wear. The received condition of the device agrees with the complaint condition. Dimensional inspection cannot be performed due to post manufacturing damage. The relevant drawings were reviewed during the investigation. While a definitive root cause for the reported condition could not be determined, it is possible that the repeated use and service consistently might have contributed to the complaint condition. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, customer care received a return request from the customer for a damaged screwdriver handle. The cruciform at the distal tip of the handle for the screwdriver does not hold the unknown screw correctly so the handle of the screwdriver stripped the unknown screw head. Procedure was successfully completed with no surgical delay reported. Patient outcome is unknown. This report is for a screwdriver handle. This is report 2 of 2 for (B)(4).